Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded over sensed noisy signals that appear to be external as they occur at the same time on both channels. The ICD appears to be functioning as programmed. No out-of-range measurements observed. The ICD remains in service. No adverse patient effects were reported.